Event description:
The pt reported experiencing elevated blood glucose of up to 25 mmol/l (450 mg/dl) due to not receiving insulin and she was hospitalized for 48 hours. The pt uses a competitor infusion device. No further information is available. It is unk if product is available to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.